Event description:
Patient presented to the physician with a hematoma at the chest incision. Physician took cultures, brought the patient to the or, washed out the area with antibiotic irrigation, and closed. Culture returned positive for pseudomonas growth. Physician prescribed antibiotics.